Event description:
Additional information: 4. It seems to me that the leakage came from the thread. 5. No, no damage was visible on the device.

Manufacturer narrative:
Upon further review of the complaint record it was determined that a correction was needed to the MDR: device event or problem and adverse event terms updated. Annex e code update.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte closed luer access device leaked. The following information was provided by the initial reporter, translated from french to english: "the nurse noticed a leakage of IV antibiotic from the q syte attached to the end of the syringe. The faulty device was replaced."

Manufacturer narrative:
Additional information: additional event details were received from the customer and added to b5. Investigation results: received one unsealed q-syte unit from lot #3158443 for the investigation of this complaint. A gross visual inspection shows that the unit does not have physical defect. Per the customer¿s verbatim, the unit leaked during use thus the unit was further investigated. The septum was removed from the body of device and was visually inspected for damage. The visual observation revealed nothing remarkable. A leak test was performed on the returned unit using a luer lock syringe. Leakage was observed through the vent holes of the top body. The column of the unit was then inspected, and a tear could be seen on the column wall. The type of defect of tear column wall may occur during manufacturing due to misalignment or damaged/burred probes. However, this defect may also occur in the clinician environment during use due to excessive actuations or extraneous force on the septum. The product IFU states, "when connecting to or disconnecting from the bd q-syte device always insert or remove the male luer using a 'straight-on/straight-off' approach. Angled insertions/removals may cause poor functioning or damage to the device." As the device has been opened and handled, the defect cannot conclusively be linked to either manufacturing or use related as the defect would have the same appearance. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. Investigation conclusion(s): the defect of leakage was confirmed. Probable root cause conclusion(s): not determined.

Event description:
Additional information received from customer and was translated from french to english: 1. I do not know how long the child did not receive his IV antibiotic because it was a continuous infusion with a low flow rate and it is impossible to quantify the liquid that ran on the floor. I'd say at least more than 3 hours. 2. It's also impossible to quantify the dosage, but indeed, the patient didn't receive his full dose over 24 hours. 3. The patient has an immune deficiency, he was in bone marrow aplasia. It was meronem. 4. It seems to me that the leakage came from the thread. 5. No damage was visible on the device. 6. The patient developed a fever a few hours later, but it's impossible to say that the cause was due to the faulty q site. 7. No medical or surgical intervention was required.